Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Block d10: concomitant product: model number/catalog number: 1201. Serial number: (B)(6). Model/catalog description: tined lead. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient experienced pain and uncomfortable stimulation at their implant site. The patient reported falling prior to their symptoms beginning. A new neurostimulator and tined lead were implanted on the opposite side of their body. The procedure went as planned and there were no issues. It was reported the patient fully recovered.